Event description:
Alleges consumer suffered some symptoms which limited her mobility and the use of the device, she fell, and could not get herself back up.

Manufacturer narrative:
The device was returned and evaluated. The text of the complaint does not attribute the alleged event to the returned device. The returned device was in new condition, fully functional, and the seat was equipped with a lap belt. With this, there was nothing with the design or functionality of the device that could be associated with the text.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges consumer suffered some symptoms which limited her mobility and the use of the device, she fell, and could not get herself back up.